Event description:
It was reported a bladder neck suspension procedure was performed utilizing a protegen sling. Approximately five to six months post procedure, the patient was reassessed for symptoms of vaginal dehiscence of the sling material. The sling was removed without incident. No further details regarding the circumstances surrounding this event is available. The device was destroyed by the user facility. Therefore, no failure analysis is available. Co's directions for use outline as potential complications: "the following complications have been reported as consequences which may occur in urological implant procedures: urinary retention and infection. Consequences specifically related to materials: pelvic sensitivities and tissue erosion."